Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 453 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they changed their infusion set and noticed more insulin left over than normal. The customer declined troubleshooting. The customer sent their insulin pump back for analysis.